Event description:
After application of the vasc band, the device slipped off the intended site, and the patient lost blood.

Manufacturer narrative:
The involved device has not been returned to the manufacturing facility for evaluation. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.